Event description:
New information stated that on (B)(6) 2015, chest x-ray was performed and revealed that the left ventricular lead had dislodged. The lead was explanted and replaced successfully.

Event description:
It was reported that the patient experienced pocket stimulation. Upon interrogation, the left ventricular lead exhibited a loss of capture. The lead was programmed off. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).